Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had leakage. The following information was provided by the initial reporter: material#: 305916, batch#: 5225636: patient brought back for b12 injection- 1ml of medication drawn up successfully with 23g bd needle (lot: 5167807). The 25g bd needle (lot: 5225636) was assembled and secured to 3ml syringe (lot: 4309855). Patient consented to injection in right ventrogluteal. As medication was being administered into the injection site, medication began to drip out of syringe at the base of the needle. Patient commented that something was dripping on her buttocks and syringe was withdrawn from injection site and needle on syringe secured safely. No harm to patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.